Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11, e1 (event site email). A getinge field service engineer (fse) inspected the machine. ECG gain test passed. All tests performed according to the service protocol were passed. Device passed all performance and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.

Event description:
It was reported that before use cardiosave intra-aortic balloon pump (iabp) had no ECG signal. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.